Event description:
The patient was reportedly hospitalized with hypoglycemia, no blood glucose values were provided. The patient's health care provider (hcp) stated that the patient's hypoglycemia was believed to be caused by carbon monoxide poising. The patient was treated with glucagon prior to falling ill and being transported to the hospital. The hcp stated that the pump was disconnected as the basal rate settings were being adjusted. The patient was continuing on the pump and the patient's blood glucose was within normal range while treated with the pump. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient's hcp indicated that the patient's low blood glucose may have been associated with carbon monoxide poisoning and not the pump; however, the hcp indicated that the pump basal rates were being adjusted. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box history showed dates beginning (B)(6) 2014; the history from the time of the event was overwritten due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, a force sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and no force sensor defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.